Manufacturer narrative:
The reported was not attributable to a device malfunction. The doctor alleged that he started to use the returned electrode pad along with the electrosurgical unit and j-plasma handpiece and noted that the patient experienced a burn in the incision site during a subdermal procedure. The engineering team completed an investigation to determine if there are differences between rf current delivered and tissue temperatures achieved with and without a return electrode connected to the patient when a j-plasma handpiece is used in conjunction with the generator. This investigation concluded that the addition of a return electrode to unit had no impact on the amount of rf current being delivered to the patient. Rf current was comparable for all points measured with or without a return electrode connection. No noticeable increase in rf current was observed by the introduction of a grounding pad to the patient during j-plasma procedure vs no grounding pad being used. It is concluded that the addition of the return electrode had no impact on the average and maximum tissue temperature measurements.

Event description:
Complaint alleged that the patient received a burn in the incision sites right and left area of the abdominal after a j-plasma procedure.